Event description:
The patient reported that the up arrow, down arrow, and ok keypad buttons are sticking. The patient denied physical damage to the rubber keypad. She confirmed that she did not experience any blood glucose excursions as a result of the alleged issue. The patient stated that she wears the pump underneath her clothing, and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Investigation revealed that the up arrow and down arrow button key contacts are misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.